Event description:
Procedure: craniotomy for posterior cranial fossa. According to the reporter. The pt was recovering steadily, however, 1 month post-operatively, he complained of a headache. Number of cells: 426, mononuclear cell: 88%, brain pressure: 40 cm. Cerebrospinal fluid retention was confirmed on the back of head and pt was under observation. Fifty days after operation, spinal puncture was performed, and neither bacterium nor virus were found. From 11 weeks after operation, the condition is improving. The pt was diagnosed with meningitis. Allegedly, the cerebrospinal fluid retention swelled while lying down and shrank while sitting up.

Manufacturer narrative:
(B)(4).